Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies as well as the ui to stack flex assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Through additional examination, physio-control determined that the cause of the reported issue was the sc pcb assembly; however, component level cause could not be determined. Both the ui pcb and ui to stack flex assemblies were ancillary parts and there was no failure of either assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issues. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when pressing the charge button during testing, their device would give a "connect electrodes" message, even though the device was properly connected to a defibrillator analyzer. The customer further advised that a service indicator was present and that when the biomedical engineer attempted to clear the device's memory, the device locked-up in the initial boot-up/self-test screen and became inoperable. There was no patient use associated with the reported event.